Manufacturer narrative:
(B) (4). Fisher & paykel healthcare ('fph') representatives from our regional office in the (B) (4) are working closely with hospital staff to gain a better understanding of the circumstances surrounding the incident, the carry out training as well as assistance with troubleshooting. We are currently awaiting a response to our inquiry to assist with our root cause analysis and are not yet in a position to provide an outline of our results and conclusion. Fph has since been advised by the hospital that the complaint humidifier appears to be functioning correctly with no faults detected following a performance test of the device. Our understanding is that the device was returned to service and to the best of our knowledge, is operating without further incident. We will submit our findings and further comments in our f/u / final report in due course.

Event description:
A hospital in the (B) (6) reported the following via a fisher & paykel ('fph') representative: in a set-up which included fph's mr850 respiratory humidifier, vision ventilator, respironics breathing circuit and respironics humidification chamber, it was alleged that condensate occurred within the respironics breathing circuit. The hospital alleged that approximately 1cm of water pooled at the bottom portion of the breathing circuit, in the region where it formed into a 'u' shape or bend. Following the initial notification of the incident, the hospital later confirmed that the pt passed away. No details have yet been provided regarding the cause of death nor the events leading up to the death. Fph is currently in the process of investigating the circumstances surrounding the incident. Following the incident, the mr850 respiratory humidifier was performance tested by an engineer at the hospital's (B) (6) department. The hospital confirmed that no fault could be found with the device.